Event description:
It was reported that the piston on the pump had unspecified failures resulting in interruptions to insulin delivery. No further information was able to be obtained as the customer declined troubleshooting the issue with tandem technical support. There was no adverse impact to the customer's blood glucose level.